Manufacturer narrative:
A siemens field service engineer (fse) was sent to the site and determined that the aspiration tube between the wash 1 bottle and the wash 1 reservoir was broken which caused the wash 1 reservoir to run dry. As a result the sample cuvettes were not adequately washed which caused the discrepant sample results. The fse replaced wash 1 reservoir, wash 1 tubing leading from wash 1 bottle to the reservoir, and exchanged vent tubing with adjacent spare. The fse verified performance of the wash 1 lid and capacitance sensor was okay. For MDR reporting purposes, this event is considered closed.

Event description:
The customer reports that in 2007, a patient sample tested positive for troponin in one run on the advia centaur tni-ultra assay. The sample was rerun and again a positive troponin result was reported. Based on the positive troponin result, the patient was given heparin.